Manufacturer narrative:
As reported, bard/davol sorbafix enhanced fixation device exposed to temperature, deployed deformed fastener and failure to fixate mesh. There was no reported patient injury. Subject device was returned for evaluation. Evaluation of the sample confirms the device was exposed to elevated temperatures prior to use and that caused the fasteners to bind to the mandrel jamming the device. Resistance and forces applied while attempting to fire the device with bound fasteners resulted in deformed or broken fasteners as received with the sample. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause is due to the use of a temperature exposed device. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The warning section of the instruction for use (IFU) supplied with the device states, "do not use if the center of the temperature indicator is black." Sample evaluated.

Event description:
As reported, during a laparoscopic hernia repair procedure on (B)(6) 2022, while fixating the 3dmax light mesh using bard/davol sorbafix fixation device inside the patient, the 1st fastener was deformed and deployed. The deformed fastener was removed from the patient. It was reported that no fastener was successfully fixate into the mesh/tissue. It also reported that there is a possibility of device exposed/stored at high temperature in the facility. It was reported that another sorbafix device was used to complete the procedure. There was no reported patient injury.